Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during therapy, the intra-aortic balloon (iab) had to be removed and inspected. Though it was not being used, the fiber optic sensor was found to be damaged as well as a kink on the iab shaft was seen. A perforation was also seen on the iab. It was noted that the iab was being used with extracorporeal membrane oxygenation (ECMO). The customer sated that while inserting the cannula for ECMO, it was possible that the guidewire interfered with the iab also causing an alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text: device not returned.